Manufacturer narrative:
(B)(4). The customer has reported that an mms module was dropped and the case broke. Based on the available info, philips cannot confirm if the device was accidentally dropped by the user or the device fell. Philips will report this issue in abundant caution. No pt harm was reported. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer has reported that an mms module was dropped and the case broke.